Event description:
Pt underwent uneventful lasik ou (B)(6) 2014. Presented at the surgeons office (B)(6) /2014 complaining of a change in vision os. Sle - dislodge flap with vertical striae os. Flap lifted and stretched back in to position at the other practice. MDR form completed when tlc tyson's was notified. Pt seen (B)(6) 2014. Vasc 20/20 od, 20/20 - os. Pt advised to d/c zymaxid and resume normal post op visit schedule. Re check in 3 weeks or prn problems. MFR ref# 3003288808-2014-01533.